Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Pump had rattling noise when shaking the pump due to broken off b1 on mb.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a rattling noise in the inside the pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.